Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Esophageal re-occlusion. No information provided in pmcf study.

Manufacturer narrative:
Device evaluation: the evolution esophageal device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use (ifu0061), which informs the user of the following potential adverse events "additional adverse events include, but are not limited to: airway compression ¿ allergic reaction to nickel ¿ aortoesophageal fistula and arterioesophageal fistula ¿ chest or retroernal pain ¿ death (other than due to normal disease progression) ¿ dysphagia ¿ edema ¿ erosion or perforation of stent into adjacent vascular structures ¿ esophageal ulceration and erosion ¿ esophagitis ¿ fistula involving trachea, bronchi or pleural space ¿ food bolus impaction ¿ foreign body sensation or reaction ¿ gas bloat ¿ inadequate stent expansion ¿ intestinal obstruction secondary to migration ¿ mediastinitis or peritonitis ¿ nausea ¿ pain/ discomfort ¿ reocclusion ¿ sensitivity to metal components ¿ sepsis ¿ stent misplacement and/ or migration ¿ tracheal obstruction ¿ tumor ingrowth or overgrowth ¿ wire entrapment." It should be noted that the instructions for use (ifu0061) lists ¿reoclussion¿ as a potential adverse event. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. From the study it is known that the patient had oesophageal cancer, the cause of the obstruction was reported to be due tumor overgrowth. As previously noted, ¿reoclussion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity, 01 device was confirmed used. According to the initial report, the patient experienced esophageal re-occlusion. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to patient pre-existing conditions and/or a known potential adverse event. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-sep-2025.